Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2008, breast operation in 2005 and overweight. Previously administered products included for an unreported indication: mirena until (B)(6) 2011. Concurrent conditions included leiomyoma of uterus, unspecified, vitamin d deficiency, iron deficiency anemia, fatigue, herpes zoster, uterine fibroids and stress urinary incontinence. Concomitant products included diazepam (valium), drospirenone;ethinylestradiol betadex clathrate (yaz) from (B)(6) 2011 to (B)(6) 2011, famciclovir since 2018, gabapentin since 2018, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin) and levonorgestrel (mirena) from 2006 to 2011. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and hypoaesthesia ("left leg numbness"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy sling urethropexy with poste). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, heavy menstrual bleeding, vaginal haemorrhage and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, hypoaesthesia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion detail: the essure devices were then placed into the fallopian tubes without difficulty. Following deployment there were noted to be 1 coil visible on the right and 2 on the left. Essure confirmation test(s) conducted, specify (as per pfs) type of test: hysterosalpingogram: dates and results are not provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total occlusion. Pregnancy test - on (B)(6) 2011: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, abdominal pain." Most recent follow-up information incorporated above includes: on (B)(6) 2022: case became serious incident. Essure removal details (date & surgery details) updated. Patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.